Manufacturer narrative:
(B)(4).

Event description:
Physician planned to use a resolute onyx drug-eluting stent to treat a severely calcified lesion in the proximal lad with moderate tortuosity. The device was removed from the packaging per the instructions for use and inspected prior to use with no issues noted. The lesion was not pre-dilated. It is reported that the lesion was very difficult to catheterize and the stent was blocked while passing through the left main due to calcification and the stent dislodged. The physician attempted to use alligator pliers and then a snare to remove the dislodged stent. The dislodged stent was then crushed in a vessel using a balloon. There was resistance encountered when advancing the device and excessive force was used. It is unknown how the lad was treated. The patient reported to be ok the following day. The physician did not allege any product issue, he was conscious that he forced the stent too much in the calcified lesion. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.